Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the right ventricular (rv) lead exhibited high defibrillation impedance. No changes or intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of high defibrillation impedance was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the right ventricle conductor cables lumen with both right ventricle conductor cables abraded through/separated caused by friction to the device can located proximal from the suture tie down impressions. Electrical testing of the lead did not find any internal shorts. The cause of the reported event was isolated to the abraded through/separated right ventricle conductor cables in the abrasion zone.

Event description:
New information received. Notes, that the lead was explanted and replaced. The patient was stable.